Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk), the device would not power up. Complainant indicated that the clinician obtained another battery and the device would not power up. The device powered up to be able to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.